Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers received. Litigation alleges patient suffered from large amounts of cobalt-chromium metal ions in the blood, pain, discomfort, and inflammation.

Manufacturer narrative:
(B)(4). Added: date of birth, patient, device.

Event description:
In addition to what previously alleged, ppf alleges infection, loosening of stem, metal wear and metallosis. Added cup and apex hole eliminator due to new alleged infection. Updated part and lot number of the head, liner, stem and patient's identifier. Added patient's age, revision hospital, revision surgeon, lawyer in the associated contact and law firm in the facility name. Doi: (B)(6) 2011 - dor: (B)(6) 2013, (right hip).